Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim the new extension has a narrower lumen than its predecessor, i.e. The tube is thinner and also shorter. They are also more difficult to connect because they are so short; they have to be screwed onto the km tube. We inject the contrast agent into the patient at high pressure. If the flow is slower or thinner, the syringe notices that it cannot inject with sufficient pressure and stops. As a result, we have to reduce the pressure, but this results in poorer image quality and higher radiation exposure. We have many special examinations that are carried out differently than in other hospitals.¿ the department usually injects at 3.5 ml/s,

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in section b. Investigation result: one 20039e7ds sample was received in opened packaging from lot ta240281 for investigation; no residual fluid was present in the line. The customer reported that "the new extension has a narrower lumen than its predecessor, i.e. The tube is thinner and also shorter. They are also more difficult to connect because they are so short" and "if the flow is slower or thinner, the syringe notices that it cannot inject with sufficient pressure and stops. As a result, we have to reduce the pressure, but this results in poorer image quality and higher radiation exposure. We have many special examinations that are carried out differently than in other hospitals. The department usually injects at 3.5 ml/s". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240281 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As part of the feedback the customer suggested that the 200039e7ds is too short, and has a narrower lumen than its predecessor. Please note the 20039e7d and the 20039e7ds have the same bore size of tubing of 1mm, this tubing bore is considered microbore tubing; therefore the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, which can translate into an increased force being required to manually prime or inject into the infusion line. The customer also suggested that the infusion set was too short, please be aware that the 20039e7ds (16cm) is one centimeter longer than its predecessor the 20039e7d (15cm). A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20039e7ds product in the past 12 months.

Event description:
Was the patient or user harmed? No harm occurred to the patient or user. Only the CT images were slightly blurred. Brand and model of the connecting product(s)? The previous model was from bbraun with article number 470100-01. A sample will be sent directly by the customer to the central office in heidelberg. No, there were no leakages.